Event description:
No additional information was provided.

Manufacturer narrative:
One sample of a 10ml syringe was received by bd. The sample received has a square flange on the barrel consistent with a wwd barrel which is not manufactured in the canaan manufacturing plant, and is not a bd product. No sample or photo was received for evaluation or confirmation of reported defect from the applicable product code. Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination. A device history record review was completed for provided lot number 4059124 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll eurographics had leakage past the stopper. The following information was provided by the initial reporter translated from french to english: on (B)(6) 2024 in ptmc room 14 with pr perrot, several bd 10ml luer lok syringes ref 300912 lot 4059124 and lot 4043180 showed several defects during intraoperative use. The surgical procedure is lipomodelling. The defects observed are :- fat passes through the syringe plunger when reinjecting adipose tissue. The black rubber has a leak.- the black rubber disengages from the plunger when the plunger is removed from the syringe body, rendering the syringe unusable. Loss of fat, therefore deficit in reinjected fat volume increased surgical and anaesthetic time greater consumption of syringes 1 syringe sent with materialovigilance declaration today.